Manufacturer narrative:
(B)(4).

Event description:
The complaint states that the sensor stopped working was reported. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of the sensor stopped working is reportable based on the finding of an early sensor expiration. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. No injury or medical intervention was reported.